Manufacturer narrative:
Blood was observed on the adhesive pad. The exposed portion of the soft cannula was observed to be kinked, however, the timing and cause of the damage could not be determined. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The download data did not show any timeouts or drive stalls during the run that would indicate the device struggled to deliver insulin. No other damages or defects were observed that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 17 mmol/l (306 mg/dl) while wearing the pod on the abdomen between 24 and 36 hours. Hyperglycemia treated by applying a pod and bolus.